Event description:
The complainant reported that while performing a contrast injection, blood flowed back through the check valves of the custom procedure kit. There was no reported harm or injury to the pt.

Manufacturer narrative:
The complainant is returning the device to merit. A follow-up report will be submitted when the evaluation is complete.